Event description:
Additional information: follow-up with the customer confirmed the implants could not achieve primary stability, but other implants were successfully placed in the same procedure. Therefore the event is considered a same day replacement.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2021-01487. Based on additional information, this event is not reportable. Based on additional information received, this item was associated with a same day replacement. There was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR- 0002023141-2021-01487 submitted on 8-jun-2021 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-01486. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth site #22 & 27 were not stable at placement and were removed.